Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her meter's test strips were too small (meter unspecified). This complaint was classified based on the customer care advocate's (cca) documentation. The pt alleged that the product issue began on (B) (6), 2010. It is not known if the pt discontinued testing her blood glucose due to the reported issue. The cca documented that the pt manages her diabetes with an insulin pump (medication specifics not provided). The pt confirmed that she continued with her unusual diabetes regimen despite the alleged strip issue. At approx 10:00 pm on (B) (6), 2010, the pt reportedly became "shaky." It is not known if the pt was able to test her blood glucose with any meter at the onset of her symptom. The pt did not report receiving any type of medical treatment as a result of the alleged product issue. The cca documented that the reported test strip issue could not be resolved with training. Replacement test strips were sent to the pt. This complaint is being reported because the pt reportedly developed a symptom suggestive of a serious injury after the alleged test strip issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.